Event description:
It was reported by service report that nurse call was not working. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result: damage communication cord.